Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/16/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2016 with the following findings: a review of the pump black box data and alarm history showed a cs 088 alarm occurred. During testing, the ez-prime steps were performed correctly with no cs 088 alarm or other warning occurring. The complaint of a cs 088 alarm issue was unable to be duplicated. The pump¿s cover was removed and evidence of moisture ingress was found on a component on the printed circuit board (pcb) and on the keypad flex/connector.